Event description:
On (B)(6) 2013, I had prk supposedly to make my vision 20/20. Not! I had already had lasik in 2003 and cataracts in 2010-never 20/20. But the dr convinced me that I would be 20/20 if I had prk. Vision went to 20/400 or worse! I could not see to drive! I had my left eye enhanced on (B)(6) 2013 and right eye enhanced on (B)(6) 2014. My eyes are incredibly dry, irritated and feel bruised. I can't see anything close up any more. I have every strength reading glasses they make and none of them help! I can't see distances either, although the reading glasses improve that makes no sense. I have more than double vision. I have quadraple (or more) vision; starbursts in headlights; halos; glare. I can't see at night very well at all. When I ask why I get, no good answers. I am told to give it time. I had my surgery done at (B)(6) by dr (B)(6). I don't trust him any-more. He wants to do yet another procedure. How many times am I supposed to undergo eye surgery? My vision is worse than it's ever been and I am extremely frustrated. I can't see to cook, eat, watch tv, put on makeup, nada! I have spent (B)(6) to make my vision great but it has only been a huge nightmare!